Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 250cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. Ultrasound performed on (B)(6) 2020 indicated rupture, and the diagnosis was confirmed. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. The patient has fully recovered after the revision surgery. The date of implantation was estimated as (B)(6)2007 based on available information. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 12-feb-2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the replacement devices. The devices are a 275 cc mentor memorygel breast implant and a 250cc mentor memorygel breast implant (left catalog #: 3502751bc, left serial #: (B)(6), right catalog #: 3502501bc, right serial #: (B)(6)). On 22-feb-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured. The rupture was measured approximately 19.0 cm from the anterior to the posterior view. Microscopic examination was performed, and the cause of the tear could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).